Event description:
Litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to perform daily activities and even work. This, combined with alleged increased metal ion levels, resulted in pain and suffering.

Event description:
Update: 3/17/2014- medical records received. Patient was revised to address extensive black tissue, and fracturing of the acetabulum due to osteolysis. The information received does not change the MDR decision. This complaint was updated on: 04/03/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update**(B)(4) 2013 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.